Manufacturer narrative:
Initial reporter email: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness whiting to spec) and observed an opening assessed as surgical damage additional observations: observed missing shell assessed as inconclusive. Crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported right-side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.